Event description:
The customer reported that he hasn't been wearing the insulin pump for several weeks due to not receiving insulin and not getting any no delivery alarms. Advised the customer of the high pressure test, but the customer did not have a tubing clamp. The tubing was shipped to the customer, and he was advised to call back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge